Event description:
The lead was explanted electively. Post op visual by the physician noted the lead to be fractured without protrusion through the outer polyurethane insulation. Failure analysis indicates no j wire discrepancies.